Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was having therapy relief as of now, so a revision was not necessary. The rep noted a revision may be necessary in the future. The patient was scheduled for a post-op appointment in 2 weeks. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient is still having significant pain relief (pain is at a 0 on the pain scale). No revision will be happening. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a ¿settings not available¿ message on the controller and a ¿out of regulation (oor)¿ message on the clinician tablet. It was reported that the manufacturer representative couldn¿t get the current beyond 1.0 ma before getting the oor message. The manufacturer representative checked the impedance and electrode 1 was at 22480 ohms, electrode 2 was at 17970 ohms, electrode 3 was at 17380 ohms, and electrodes 4 ¿ 7 were greater than 40,000 ohms. It was noted that electrodes 8 ¿ 15 were all in the 500 ¿ 600 ohms range. It was noted that the healthcare provider (hcp) would consider doing a lead revision, but the patient hadn¿t complained about a lack of therapy so surgery may not be necessary. No symptoms or complications were reported.